Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. This MDR represents the second report.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: description of incident: on two occasions, on 2 different patients, by two different manipulators, there was a ¿leakage¿ of blood at the junction junction between the ¿blue¿ plastic part and the flexible part of the catheter. This is the same lot 4002298 expiry date (B)(6) 2026. The incident occurred again on (B)(6) 2025 with another batch: 4110944 expiry date 31/03/2027. This is a third current patient condition: significant patient. Blood leakagerisk of the flexible part of the catheter becoming stuck in the patient's vein. Actions taken in care facility to manage the patient: change and insertion a new catheter. Quarantine of batch 4002298 and declaration to the laboratory. Third manipulator different from the first two. I confirm that there was a third incident on (B)(6) 2025 with the same reference 381823, hence the second report. Lot 4110944 (different from lot 4002298 of the (B)(6) 2025 incident). Blood leakage due to rupture at the junction between the flexible part and the blue plastic part of the catheter.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381823 and lot number 4002298. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.